Event description:
It was reported that the user stated the ilet was not suitable for them and requested a return after unsuccessful attempts to reach their trainer and representatives. Symptoms included hypoglycemia resulting in two seizures. Outcomes included no reported hospitalization and no device alarms. Investigation included a review of the complaint details and request for additional information from the user to clarify circumstances surrounding the hypoglycemic events. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.